Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during an unspecified cycle of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient was advised to complete peritoneal dialysis therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Catalog number - changed from 5c8310 to 5c8310r. The reported event was an unspecified alarm; however, an internal error 4000 alarm was identified during a review of the event history log and the reported event was verified as this error. The device had undergone functional testing and a visual inspection which found no issues related to the reported event. A short simulated therapy was successfully performed. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.